Event description:
During lung biopsy of right lung a 20 gauge coaxial needle was used to obtain a specimine of the mass in the upper lobe. 3 passes were made when a pneumothorax occurred. While suctioning the pneumothorax add'l pressure was placed on the coaxial needle which broke under the skin. The needle was successfully removed by a plastic surgeon after transfer to interventional radiology.